Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pain in my right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding through my cloths"), dysmenorrhoea ("period pain"), headache ("headaches"), rash ("rashes"), peripheral swelling ("leg swelled") and feeling abnormal ("feel like there is a baby kicking"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, dysmenorrhoea, headache, rash, peripheral swelling and feeling abnormal outcome was unknown. The reporter considered dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, pelvic pain, peripheral swelling and rash to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pelvic pain, dysmenorrhoea, peripheral swelling, rash, headache, genital haemorrhage and feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media: new event feel like there is a baby kicking was added. Reporter information were added. Previously reported event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pain in my right side') and genital haemorrhage ('bleeding through my cloths') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("period pain"), headache ("headaches"), rash ("rashes") and peripheral swelling ("leg swelled"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, dysmenorrhoea, headache, rash and peripheral swelling outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, pelvic pain, peripheral swelling and rash to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pelvic pain, dysmenorrhoea, peripheral swelling, rash, headache, genital haemorrhage. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.